Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had intermittent communication between the ipg site and the charging system, which was causing the process to prolong. F/u identified the ipg was not lying flat in the ipg pocket. The physician observed the site, and it was reported surgical intervention was to be undertaken to resolve the issue at a future date.